Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf400j vena cava filter allegedly experienced malposition of device. This information was received from a single source. The malfunction involved a patient with no patient consequences. The patient was reported as a (B)(6) year old female whose weight was not provided.